Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) presented a helium leak. The helium tank was replaced twice in one hour reading empty after initially reading full. There was no patient harm and no adverse event was reported.